Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was deployed using normal procedure and pressure was held. However, due to the patient¿s condition, labs were drawn, and hemoglobin (hgb) was 8.3. The nurse also reported that the patient developed a large hematoma. The patient received 2 units of packed red blood cells (prbc). The patient was discharged home without complication. The device was intended to be used post left heart catheterization. The user was trained with the device. The product was stored as per labeling and opened in a sterile field. The act during the procedure was 269.the vessel did not have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. There were multiple stick attempts made before intravascular access was achieved. Hemostasis was achieved. The patient did not develop a hematoma immediately after the sealant was deployed. The hematoma developed during the patient¿s recovery at hospital and hematoma was recognized post procedure in the patient¿s room. The puncture site was not located above the most inferior border of the inferior epigastric artery. The puncture site was not below the bifurcation. There was not a posterior wall puncture. The product was not returned for analysis. A product history record (phr) review of lot f2103303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Access site hematomas and hemorrhage after a catheterization procedure are known complications and are listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was deployed using normal procedure and pressure was held. However, due to the patient¿s condition, labs were drawn, and hemoglobin (hgb) was 8.3. The nurse also reported that the patient developed a large hematoma. The patient received 2 units of packed red blood cells (prbc). The patient was discharged home without complication. The device was intended to be used post left heart catheterization. The user was trained with the device. The product was stored as per labeling and opened in a sterile field. The act during the procedure was 269. The vessel did not have stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. There were multiple stick attempts made before intravascular access was achieved. Hemostasis was achieved. The patient did not develop a hematoma immediately after the sealant was deployed. The hematoma develop during the patient¿s recovery at hospital and hematoma was recognized post procedure in patient room the puncture site was not located above the most inferior border of the inferior epigastric artery. The puncture site was not below the bifurcation. There was not posterior wall puncture. The device will not be returned for evaluation as the doctor had chosen to evaluate the device and begin using a mnyx control vcd.